Event description:
It was reported that a part of the silicone rolled up and caused a barrier making it difficult to be remove.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted two photo samples were received. Visual evaluation noted both photo samples show a catheter with a mushroomed balloon. An inspection procedure could not be cited relating the product to a specification due to the product code being unknown. Based upon past reviews of evaluations conducted on foley catheters, the balloon becoming mushroomed fails to meet specifications as the balloon should not cuff in order for the device to be used properly and safely. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be incorrect trimming process. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this foley catheter product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a part of the silicone rolled up and caused a barrier making it difficult to be remove.